Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, pacemaker could not be interrogated with inductive wand. The patient has a sub-pectoral implant and clinician was unable to palpate and find the edge of the can to assist with wand placement. The patient is thin. The programmer tries to interrogate then timed-out with a message about the device being an older device. Clinic does not have rf antenna. Patient will be scheduled for another device check. No further information is reported.